Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the reported pvl post valve deployment cannot be confirmed. It is possible that the paravalvular leak occurred as a result of uneven distribution of calcium that affected apposition of the valve to the target site. The valve is not available for evaluation, as it remains implanted in the patient; however, there was no allegation of a malfunction of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the edwards lifesciences field clinical specialist report, during a transfemoral tavr post deployment the 23mm sapien valve was positioned 60:40 aortic and had moderate posterior paravalvular leak (pvl). A 2nd sapien valve was implanted. Case summary: a 23mm sapien valve was prepped and positioned across the native annulus in a 50:50 position. The valve was deployed with a final position of 60:40 aortic under rapid ventricular pacing. Echo assessment revealed moderate posterior pvl. It was decided to post-dilate adding 1cc of fluid to the delivery system balloon. After post-dilating, moderate pvl was still present. Another cc of fluid was added to the delivery balloon (2 cc's total added). After the second post-dilation, moderate pvl was still present. At this time the physicians decided to prep another 23mm sapien valve for a valve in valve. The 2nd valve was prepped, inserted, and deployed across the first sapien under rapid pacing. The 2nd valve was lower than the first at approximately 45:55 from the native valve. After deployment, moderate pvl was still present. The physicians then added one cc to the second delivery balloon. After post-dilation, mild to moderate pvl was present. The physicians decided to take no further action. The patient was stable throughout the procedure and was transported to cardiac care post op. Per report the aortic annulus leaflet calcification was moderate, and the diameter measured 19mm.